Event description:
The customer reported false positive reactions caused by what he assumed to be carry over of a patient sample with an anti-d and anti-c when testing on tango optimo. The patient sample reacted 4+ on reagent blood cell 1 and 4+ on reagent cell 2. This carried over to 3 other patient antibody screens with a known negative antibody screen. The carryover event could be reproduced on our premises with eight subsequentially pipetted samples being affected. The anti-d titre in the anti-d/anti-c positive sample was found to be 1:256k. Taken together the unexpected positive antibody screen results obtained at the customer site can be linked to a carryover event from the first sample. There are no further indications for performance issues with tango optimo s/n (B)(4). The correct function of the allegedly defective reagents was proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.